Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8305838. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on the sample provided our quality engineers were able to observe a small crack in the adapter. After reviewing the manufacturing process they determined that the most likely root cause for this event is a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. CAPA 642738.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced leakage according to customer, "at root of catheter during infusion.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced leakage according to customer, "at root of catheter during infusion.¿